Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the pump case was noted to be cracked from the top of the battery compartment down toward the case seal. The display screen was noted to be dim, faded and discolored.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: cracked battery compartment and dim, faded, discolored display screen.